Event description:
It was reported that the customer was hospitalized with high blood sugars. The diabetes nurse educator tested the pump and it did not delivery any insulin. There were no air bubbles in the tubing and the pump did not alarm during the high pressure test.